Event description:
Analysis of the explanted generator has been completed. The vns generator performed to specifications and no anomalies were found. The generator was not at end of service.

Event description:
The explanted vns generator has been received and is currently undergoing analysis. An implant card was also received that indicates that the generator replacement was due to the generator end of service indicator now showing "yes"; however this has not been confirmed in analysis.

Event description:
It was reported via clinic notes received dated (B)(6) 2011 that the pt's seizures had increased from 5 seizures per month to 10 seizures per month over the past yr. The pt's vns settings have been increased and the pt was referred for prophylactic replacement of this vns. Diagnostics taken indicate normal device function; however, the physician indicates that he believes the seizures may be due to the generator approaching end of life. A battery life calculation was performed that the estimated that the generator was likely not at end of service. Attempts for further info have been unsuccessful to date. Surgery to replace the pt's generator has occurred. Attempts for the return of the explanted generator are in progress.